Event description:
It was reported that during a nissen fundoplication procedure, the lcsc5 stopped working. There was no patient consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the distal tip of the blade broken off. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.